Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the scd compression system. The customer reports "open heart pt rec'd pitting edema and bruising from the scd use."

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.